Manufacturer narrative:
A visual and functional evaluation was conducted on the subject cot and the reported issue was not able to be duplicated. No malfunctions were observed and the cot was operating according to specification. The IFU for the product provides sufficient instructions on maintaining control of the cot while transporting a patient. The complainant has not provided any further details regarding the alleged patient injury or whether medical intervention was sought.

Event description:
The complainant reported while transporting a patient on the stretcher, the stretcher hit uneven pavement while rotating the stretcher and the unit then allegedly tipped over with the patient. The patient alleges a bruise to their left elbow however; no treatment was sought as a result.